Manufacturer narrative:
The investigation is ongoing. Results will be provided within a separate follow-up report.

Event description:
It was reported the mother board stopped working during use. There was no injury reported.

Manufacturer narrative:
Since neither the electronic logfile nor the replaced parts have been made available the root cause could not be determined. If the pcb mobi fails during automatic ventilation the device will automatically switch to man/spont and generate an audible alarm. All alarms, possible causes and remedies are described in the instructions for use. Replacement of the pcb mobi has reportedly fixed the problem. The number of similar cases - related to a failure of the pcb mobi - is within the expected range of the respective risk assessment and thus accepted. In case the electronic log or the replaced pcb will become available the investigation will be resumed and relevant results will be provided within a separate follow-up report.

Event description:
Please refer to the initial-report.